Event description:
It was reported that the pump alarm went off ¿a few weeks ago¿ and the patient began to experience withdrawal symptoms. The patient noted she was hospitalized and was treated for withdrawal, and was told that the pump was causing pressure on her diaphragm. The patient noted being told that her managing physician for the pump needed to provide her with a referral to a surgeon to remove the pump and to continue to treat her for withdrawal symptoms. The patient was discharged the day prior to the date of the report. The patient also reported that she had been unable to find a physician to remove her pump. It was also noted that in february at the patient¿s refill, she requested to have her pump removed and that the pump was causing her pain as she had lost a lot of weight and it was causing pain at her diaphragm. The patient noted being told by the hcp at that time that there was nothing that could be done and t hey did not refill the pump. Then the patient noted being evaluated by the attending health care provider (hcp) at the physician¿s office and noted her physician would not see her and they suggested that they refill her pump; however the patient told them that she wanted the pump removed. The patient noted that they did not refill the pump, did not silence the alarms, and did not treat her withdrawal symptoms. Then the patient stated she was so frustrated at how she had been treated by the hcp. The patient was advised to contact their physician¿s office again. The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported the pump was used to deliver morphine. It was noted the patient did not keep appointments despite several reminders and elected to have the pump run dry. The event was due to an empty reservoir. It was said the patient felt the withdrawal from the medications. The patient wanted the pump explanted. The patient had no injury as a result. Additional information was illegible and clarification was being attempted.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)